Manufacturer narrative:
Additional suspect medical device component involved in the event: model: csk-tc10 lot: k395 description: csk tc electrode, 10cm

Event description:
A report was received that one csk-tc15 electrode and one csk-tc10 electrode were broken at the hub.

Manufacturer narrative:
Model: csk-tc15, lot: k514 device analysis on the one returned electrode revealed the electrode shaft was separated from the hub and not returned for analysis. The root cause of the failure is excessive external mechanical force placed upon the shaft which led to the complete separation of the shaft from the hub. Model: csk-tc10, lot: k395 device analysis on the one returned electrode revealed the electrode shaft was separated from the hub and not returned for analysis. The root cause of the failure is excessive external mechanical force placed upon the shaft which led to the complete separation of the shaft from the hub.

Event description:
A report was received that one csk-tc15 electrode and one csk-tc10 electrode were broken at the hub.